Manufacturer narrative:
In a good faith effort (gfe) response from authorized service provider (asp) received on 14aug2024, it was clarified that the device was not in clinical use on a patient when the issue occurred. No patient or user harm reported. In the gfe response from the asp received on 14aug2024, it was provided that the customer had found a 3rd party service to repair the device and the specific work done to repair the device was unknown. The asp was able to confirm that the device issue had been resolved and the device was returned to service, but the testing that was completed to confirm the device was fully functional was not available. No replaced parts will be returned to philips for evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk alarm. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporter phone #: (B)(6).